Event description:
It was reported that the patient¿s pacemaker exhibited inappropriate atrial tachycardia and atrial fibrillation (at/af) episodes. Reviewed of the transmission showed the episodes was due to far-r over sensing. No intervention or procedure was reported. No patient symptoms were reported.